Event description:
A hospital in (B)(6) reported via an fph field representative that an air leak was found on the water rap of an rt205 adult breathing circuit, which failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt205 adult breathing circuit was returned to fph in new zealand for inspection and pressure test to check for leaks. Results: pressure test revealed that the complaint device was able to perform within specification. A lot check revealed no other complaint of this type for lot number 102358. Conclusion: we were not able to confirm the reported fault as no fault was found with the returned complaint device. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."